Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow-up report will be sent when device analysis is complete.

Event description:
The pt's family reported a sudden decrease of dbs therapy to alleviate pt involuntary movements. Telemetry was checked with the programmer at the hospital, which confirmed no telemetry from one dbs device and the product was retrieved. One ins device was replaced after 23 months implant duration and was returned to the MFR for evaluation.